Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedances values were over 40,000 ohms in the operating room before suturing the patient. The lead was tested and the impedance values were normal. The lead and extension were tested and a lot of impedances were over 40,000 ohms. It was noted that at first, only electrodes 6 and 7 were out-of-range, on second test, every electrode was out-of-range except 0 (affected electrodes varied from test to test). The extension was replaced. The patient outcome was unknown.

Manufacturer narrative:
Analysis of the extension, model # 37081, sn (B)(4), found the 0,1, 2 conductors to be broken 1.4cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.